Manufacturer narrative:
(B)(4).

Event description:
Procedure: tympanoplasty. Customer reported that when finishing the procedure in order to begin to suture intradermically, when placing pressure on the distal part of the suture while tying the knot, the suture breaks, there was no reported problem with the pt. No bleeding or tissue loss. An additional suture was used to complete the procedure. The clinical sample was discarded. Customer does not remember the date of the procedure, pt data, lot number, only remembers procedure type and reference.